Manufacturer narrative:
This lead has been received for analysis. The high threshold allegation was not confirmed. This lead resistances measured normal. X-ray showed a necked down cathode inner coil near terminal end which block passage of a stylet, damage indicative of helix extension/retraction difficulty.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. The ra lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This lead has been received for analysis. The high threshold allegation was not confirmed. This lead resistances measured normal. X-ray showed a necked down cathode inner coil near terminal end which block passage of a stylet, damage indicative of helix extension/retraction difficulty.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. The ra lead was explanted. There were no additional adverse patient effects reported.